Event description:
It was reported that inappropriate antitachycardia pacing and undersensing was observed on the device. Additionally, the patient experienced syncope and it remains unknown if this was related to the performance of the device. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.